Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0147010 ¿ device expiration date : 05/31/2025 ¿ device manufacture date : 05/26/2020. Lot # : 0198543 ¿ device expiration date : 08/31/2025 ¿ device manufacture date :10/21/2020. Lot # : 9317862 ¿ device expiration date : 11/30/2024 ¿ device manufacture date : 11/13/2019. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd pen ndl 32g 4mm were unable to prime and unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported that when placing the needles to prime the insulin does not bubble out of them and also during injecting they clog. Date of event : unknown. Samples status : awaiting sample.

Event description:
It was reported that 6 bd pen ndl 32g 4mm were unable to prime and unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported that when placing the needles to prime the insulin does not bubble out of them and also during injecting they clog. Date of event : unknown samples status : awaiting sample.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/10/2021 h.6. Investigation: customer returned (30) 32gx4mm bd pen needles from lot# 0147010 (29 opened and 1 sealed). The customer reported that the insulin does not bubble out of it, and it clogs during injection. All 30 returned pen needles were examined, and it was observed that 22 exhibited a bent non-patient end (npe) cannula, 7 exhibited a broken npe cannula, and 1 exhibited a straight npe cannula. The sample with a straight npe cannula was tested for flow using a test pen injector and was able to expel properly. No evidence of manufacturing defect was observed on the returned samples. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think that the pen needles were clogged. Since the 29 returned pen needles exhibiting npe cannula damage were returned after use, the probable cause of the bent and broken npe cannulas is user related. Customer returned (21) open 32gx4mm bd pen needles from lot# 0198543. The customer reported that the insulin does not bubble out of it, and it clogs during injection. All 21 returned pen needles were examined, and it was observed that 14 exhibited a bent non-patient end (npe) cannula and 7 exhibited a broken npe cannula. No evidence of manufacturing defect was observed on the returned samples. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think that the pen needles were clogged. Since all 21 returned pen needles were returned after use, the probable cause of the bent and broken npe cannulas is user related. Customer returned (8) open 32gx4mm bd pen needles from lot# 9317862. The customer reported that the insulin does not bubble out of it, and it clogs during injection. All 8 returned pen needles were examined, and it was observed that 7 exhibited a bent non-patient end (npe) cannula and 1 exhibited a straight npe cannula. The sample with a straight npe cannula was tested for flow using a test pen injector and was able to expel properly. No evidence of manufacturing defect was observed on the returned samples. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think that the pen needles were clogged. Since all 8 returned pen needles were returned after use, the probable cause of the bent npe cannulas is user related. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10